Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: plunger bends/breaks during use. Event details: to perform thermodilutions (= injection of cold nacl for haemodynamic monitoring, using a doran three-way valve, ref. (B)(4), positioned on the distal port of a short-term central venous catheter), nurses use 20 ml syringes. The new bd plastipak syringes are much less resistant. During injection, the plunger (which is very flexible) often bends and breaks. Several syringes are required to perform thermodilution. No difficulties are expected with this type of procedure, as no particular force is applied to the syringe, the catheter line was patent and the setup was in accordance with our protocols. Additional information: the piston has broken three times to my knowledge. No one was harmed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation; one sample was provided to our quality team for investigation. Upon inspection, the plunger is visibly damaged, verifying the reported concern. A review of the device history record for lot 2502064 found no non-conformances or deviations during production that could be linked to this observation. Six retained samples from batch 2502064 were inspected, with no plunger damage observed. Testing was performed in attempt to reproduce the reported bending. Manual pressure was applied, no damage or deformation occurred. Protective measures are in place throughout the manufacturing area, including impact-reducing curtains at the rod drop zone, to minimize the risk of damage. Although no direct cause was identified, the damage appears to have resulted from the movement or jamming of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information.